Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation. During the procedure, the veracross fixed system was used to gain transseptal puncture access. Both versacross sheath and dilator were removed over the wire and the physician attempted to use the faradrive sheath. Some difficulty was noted when the physician jumped from 8.5f sheath to the 16.8f sheath. A separate 18f dilator was used to dilate the vein before inserting the faradrive sheath successfully. When the sheath was inserted into the left atrium and the dilator and versacross wire were removed, the physician started to aspirate the sheath. The physician then hooked up the sheath to a pump and inserted the non-boston scientific mapping catheter to aspirate and flush the sheath. A leak from the valve was subsequently noted. The physician then replaced the sheath with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientifics post market laboratory where it is awaiting analysis. No damage was on the catheter. No air was noted. The alaris pump was used for irrigation with a flow rate of 100 for transeptal sheath and it was increased by 999 during exchanges. Both, blood and saline were leaking from the valve. The amount of blood leak was unknown. To stop the leak the sheath was exchanged.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation. During the procedure, the veracross fixed system was used to gain transseptal puncture access. Both versacross sheath and dilator were removed over the wire and the physician attempted to use the faradrive sheath. Some difficulty was noted when the physician jumped from 8.5f sheath to the 16.8f sheath. A separate 18f dilator was used to dilate the vein before inserting the faradr2ive sheath successfully. When the sheath was inserted into the left atrium and the dilator and versacross wire were removed, the physician started to aspirate the sheath. The physician then hooked up the sheath to a pump and inserted the non-boston scientific mapping catheter to aspirate and flush the sheath. A leak from the valve was subsequently noted. The physician then replaced the sheath with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientifics post market laboratory. No damage was on the catheter. No air was noted. The alaris pump was used for irrigation with a flow rate of 100 for transeptal sheath and it was increased by 999 during exchanges. Both, blood and saline were leaking from the valve. The amount of blood leak was unknown. To stop the leak the sheath was exchanged.